Event description:
Customer reported that during one surgery sys locked up and displayed "communication failure" twice. After rebooting the second time, customer was able to complete surgery.

Manufacturer narrative:
Gehc svc personnel replaced gib and fluoro functions boards and interconnect cable. Tested sys by taking several x-ray shots. Sys is working as intended.